Event description:
Consumer reports malfunction. Rechargeable base gave off a burning smell. The rechargeable base melted and some internal parts were sticking out.

Manufacturer narrative:
(B)(4). Rechargeable base: (B)(4). Handle: (B)(4). Rechargeable base: (B)(6) 2010. Handle: (B)(6) 2010.